Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: no physical samples were received therefore the investigation was performed based on the photo(s) provided. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: at 11:00 a.m. On (B)(6) 2025, the patient was scheduled to be injected with an anti-vegf drug for the treatment of macular degeneration. When the surgeon was preparing to use a disposable sterile insulin syringe to draw out the drug ranibizumab injection, the surgeon found a foreign matter at the barrel end of the syringe. To prevent infection, the surgeon immediately stopped the operation, gave the problematic syringe to the surgeon's assistant, and used a new disposable sterile insulin syringe to draw out the drug to complete the drug injection into the vitreous cavity. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer updated information: the customer reported a hair-like foreign matter lodged between the syringe barrel and the plunger rod. Affected quantity is 1. Material code is 328421. There is one photo, but no sample, no customer response is needed. Sample availability: yes. Sample availability details: picture/video only.